Manufacturer narrative:
Date sent to the FDA: 5/20/2021. Additional b5 narrative: it was reported that the patient underwent gynecological procedure on (B)(6) 2001 and mesh was implanted date sent to the FDA: 5/20/2021. Corrected information: g1 - manufacturing site name and address.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an incontinence correction, gynecological surgical procedure in 2004 and a mesh was implanted. It was reported that the patient experienced urinary tract infections. No additional information was provided.